Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/31/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: the initial MDR was submitted without the implant date, which was known at the time. The implant date was (B)(6) 2017. The following section has been updated accordingly. No additional information was provided. If implanted, give date: (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct150 22.5 diopter intraocular lens (iol) was explanted from a female patient's left eye due to refractive error which was observed during post-op examination. The lens was explanted and replaced with a zct300 iol with a lower diopter (14.5). There was no injury, no complications, no incision enlargement and no additional procedures were required. The surgery outcome did not significantly interfere with the patient's daily activities. Patient has now recovered. No further information was provided.